Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01786; 3005168196-2018-01788.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During preparation for the procedure, the pusher assembly of a pod8 became bent upon removal from the packaging. The damage to the pod8 occurred prior to use and, therefore, the pod8 was not used in the procedure. While attempting to advance a different pod8, the physician manipulated the lantern to adjust it, and then felt slight resistance while advancing the pod8 within the lantern. The physician realized the pod8 had detached within the lantern and, therefore, the lantern was removed with the pod8 inside. Upon removal, it was noted that the lantern appeared slightly bent. It was also noted that the patient had tortuous anatomy. The procedure was then completed using a new catheter, a new lantern, a new pod8, and additional coils. There was no report of an adverse effect to the patient.